Event description:
It was reported that this right ventricular (rv) lead was explanted due to septal perforation after multiple reposition attempts. Also, patient experienced undesired sensation. This rv lead was explanted and replaced. No additional adverse patient effects were reported.